Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the metal pin linking the red trigger to the spring mechanism responsible for opening the drawer was physically damaged. The malfunction occurred when the user was trying to issue the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a broken u-link and solenoid issue. A field service engineer replaced the solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI) number.